Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a procedure performed on (B)(6) 2024. During the procedure, the cautery pin was detached. The procedure was completed with another 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the customer and shows that the cautery was detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event cautery detached. Block e1: initial reporter alternative number: (B)(6). Block h10 investigation results: a captivator round stiff snare was received for analysis. Visual and microscopic analysis of the returned device revealed that 2 in 1 pin was broken. No other problems were noted. The reported complaint of cautery pin detachment of device or device component was confirmed since the 2-1 pin was broken. Based on the information available and the device analysis performed, the most probable root cause for the reported complaint is manufacturing deficiency. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event cautery detached. Block e1: initial reporter alternative number: (B)(6).

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a procedure performed on (B)(6) 2024. During the procedure, the cautery pin was detached. The procedure was completed with another 10mm captivator ii round stiff snare. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the customer and shows that the cautery was detached.